Event description:
The facility reports that a clip became detached from the spreader bar, sending the pt to the floor. The pt banged their head and was then taken to the hosp for x-rays, but was not detained.